Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a problem with the vio integrated electro surgical unit (iesu) generator. The customer reported that mid-procedure they had no delivery of energy to the bipolar instrument. Prior calling technical support, the customer already checked and verified energy settings on the iesu, replaced the bipolar instrument, replaced the bipolar cable, rebooted iesu, and tried both bipolar ports on the iesu. No error messages were displayed, and system behaved as normal but was not delivering energy to the instrument tips. The customer reported normal response and sounds when foot pedals were pressed. All instruments were recognized by system. The tse asked caller to check with another bipolar cable. However, there was no delivery of energy with the third cable. The tse asked if the customer had an external esu available, but they had not. The surgeon would complete the surgery with monopolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar energy not firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted bipolar energy would not function and confirmed c-00 and m-11 errors from the integrated electrosurgical unit (iesu). The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the da vinci product involved with this complaint to perform failure analysis. The probable root cause of the bipolar energy not firing is attributed to a defective iesu. The iesu was replaced. No additional actions are currently required given that this issue will continue to be tracked. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically using monopolar energy from the esu. The esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was returned for failure analysis, but the reported failure of no energy delivered to the bipolar instrument, could not be reproduced. The generator energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.